Event description:
It was reported that a patient with a 19mm 3300tfx aortic valve implanted for 5 year and 10 months, is being evaluated for a valve-in-valve procedure due to stenosis. The patient has not been scheduled for intervention.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated sections: b5, b7, g3, g6, and h6 health effect - clinical code.

Event description:
It was reported that a patient with a 19mm 3300tfx aortic valve implanted for 5 year and 10 months, is being evaluated for a valve-in-valve procedure due to severe stenosis. The patient presented with shortness of breath. The patient has not been scheduled for intervention. Per additional information: pt has been evaluated for severe as. She has recently had angiography showing significant risk of coronary obstruction with simulated tavr. She is also currently being worked up for recent lung cancer diagnosis. CT surgery was going to do a redo avr along with mvr but chose to refer her out due to complexity of the case.

Manufacturer narrative:
Manufacturer narrative: updated sections d4 expiration date, h4, g3, g6, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors. H11 corrected data: section e1 contact.